Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that did further troubleshooting where they ran the impedance test at 2 volts but the issue did not resolve. As an action taken, they programmed around the high impedances. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient came in for device follow-up and all electrodes with electrode 3 were greater than 4000 ohms. There were no known contributing factors. The nurse practitioner increase the pulse width and rate, however the issue was not yet resolved. No patient injury was reported and no further complications were reported or are anticipated.